Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that after implantation of an impella cp, the aorta sensor immediately failed. The patient continued on impella cp support for a total of 67 hours until they were successfully weaned.

Manufacturer narrative:
The root cause of the optical signal issue is due to eeprom corruption. The root cause of the delivery issue is due to the patients condition.